Manufacturer narrative:
Beckman coulter studies determined that metamizole (dipyrone) interferes with beckman coulter synchron lactate assay: interference seen with 0.8 mg/ml dipyrone (max daily dose) was a negative bias of 19.9%. Interference seen with 4 mg/ml dipyrone (5x daily dose) was a negative bias of 41.6%. (B)(4).

Event description:
Metamizole (dipyrone) has been identified as an undocumented interferent which may cause false low lactate (lact) results. No external customer complaints have been received for this particular issue. No results were reported outside the laboratory. There was no report of change in patient treatment in connection with this event.